Event description:
It was reported that during patient use, a ventilator became inoperative. Although requested, it is unknown if the patient was transferred to another ventilator. It was reported that there were no changes in therapy. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The analogue interface (ai), inspiratory printed circuit board assembly(pcba), proportional solenoid valve, and inspiratory cable assembly were returned for investigation. A visual inspection of the returned components showed no anomalies. The products were installed into a test ventilator for analysis. Functional tests were performed and the unit passed all tests. Oxygen (02) sensor calibration was then conducted and no errors were observed. The test ventilator was set into ventilation mode for a minimum of 24 hours and no failures or alarms occurred. The customer reported malfunction was not duplicated, as the products were operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The unit ran for 72 hours and no error codes or alarms were observed. The ventilator passed all tests, calibrations and was operating within the manufacturing specifications.